Event description:
It was reported that the compressor generated alarm indicating low pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**UDI related data quality updates ** . This event occurred on the indian market on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. Provided in initial report: d4 serial #, corresponds to device involved in the event, which is "compressor mini 230v¿. A correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name ¿ previous brand name: compressor mini. Corrected brand name: compressor mini 115v 60hz. D4 ¿ version or model # - previous version or model #: compr mini 230v 50hz. Corrected version or model #: 6481779. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The claimed issue was related to low pressure alarm. There was no patient harm. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, the low pressure alarm occurred and the compressor switch off frequently. The issue has been resolved by replacing mains inlet and maintenance kit 10000h and the device was delivered to the user in working condition. Low pressure alarm is activated if measured pressures are outside alarm limits. The root cause of the problem is related to expected wear and tear.